Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the forceps insert broke during the procedure. The broken piece fell into the patient's body. The procedure was completed successfully without any reported delay. It could be retrieved without the use of additional imaging techniques. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: most common root cause for the reported event is operating error due to overloading. One of the branches of the returned item has broken off. Due to the application of excessive force during the setting process, the branch bent so far that it subsequently broke off. There is no longer any lot number on the item, so it is not possible to tell how old the item is. Based on the physical condition of the article and on past complaints, it can be assumed that it must be an article from before the changeover in august 2015. The event is filed under internal karl storz complaint ID: (B)(4).